Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During procedure staff noted that the tip of the fibre had broken off into the patient. Attempts were made to retrieve the tip, however this was unsuccessful. Another fibre had to be opened so that the procedure could be completed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The product was returned partially inside the packaging coil. Under magnification distal tip of fiber had a charred appearance, in addition there was no optical fiber extending from the blue cladding. As reported the tip of the laser fiber broke off and was left indwelling. It was determined that the tip would be left to pass naturally after attempts were made to retrieve the tip. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. In addition, the review of device master record did not observe any nonconformance that may have contributed to this event. A complaint history review showed this complaint to be the only one associated with the complaint lot number. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.